Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the pump powers to "verify" screen in accordance with normal operation. "Power on resets" used to clear alarms 054 communication errors observed in black box on (B)(6) 2013. There was no evidence of unexplainable "power on resets" observed in black box. The battery compartment intact, no cracks. No evidence of moisture contamination found inside battery compartment. The battery cap is able to be fully tightened. A power loss was not observed. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed, no evidence of moisture was identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Investigators were unable to duplicate "no power" complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.